Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that subsequent to peritoneal dialysis (pd) treatment, a patient (pt) passed away due to an unknown cause. It was not reported whether the pt was hospitalized prior to death. It was not reported if an autopsy was performed. No further information was provided. Additional information was requested but is not available.